Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The parent reported via phone call that the customer received a motor error alarm. The parent was unable to troubleshoot for the alarm as they were disconnected from the call. Customer's blood glucose was unknown. The insulin pump will not be returned for analysis.